Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system and 35mm watchman flx laa closure device and delivery system were used. During the procedure, a pericardial effusion occurred. A pericardiocentesis was performed. The closure device was eventually implanted and the procedure was completed successfully. It was believed that the manipulation of the intracardiac echocardiogram (ice) catheter may have caused the effusion.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system and 35mm watchman flx laa closure device and delivery system were used. During the procedure, a pericardial effusion occurred. A pericardiocentesis was performed. The closure device was eventually implanted and the procedure was completed successfully. It was believed that the manipulation of the intracardiac echocardiogram (ice) catheter may have caused the effusion. It was further reported that the pericardial effusion was noted after the closure device was deployed. While evaluating the release criteria with the ice in the left atrium and moving it to a sub-mitral position the effusion was noted. The effusion was seen around the right ventricle. There were no hemodynamic changes to the patient. The size of the effusion, while not measured, was enough for the implanter to determine that a pericardiocentesis was needed. The patient was discharged a couple of days post procedure. The exact cause of the pericardial effusion could not be determined.